Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device did not meet longevity expectations.

Event description:
It was reported the device had reached elective replacement indication in three years due to high pacing outputs. The device was removed and replaced. No patient complications have been reported as a result of this event.